Event description:
It was reported that during a open hepatectomy procedure, during the procedure, the harmonic generator emitted a strange intermittent tone and then the surgeon noticed that the blade had broken off. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.